Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the mesh was implanted over a year ago. The pt lived in a house with black mold. The physician reported a severe reaction. The pt is being treated for this reaction. The physician said that the pt was not having any issues directly related to the mesh placement. The physician requested the exact composition of the mesh implanted.